Event description:
It was reported that the patient experienced undesirable change in stimulation. She had inadequate stimulation paraesthesia to her bilateral legs. The event was attributed to the lead. The lead was replaced. The event was reported to be ongoing. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff.